Event description:
Procedure type: laparoscopy. According to the reporter: the needle on the suture broke. Half of the needle was retrieved and the half was retained in the pt's stomach. This was reported to the FDA. Used another device to finish the case.

Manufacturer narrative:
(B)(4).